Manufacturer narrative:
No index surgery or revision information was provided. Additionally, the distributor did not provide the number of patients affected. No implants were made available for review. The root cause cannot be determined at this time. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components, loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain, discomfort, or abnormal sensations due to the presence of the device.

Event description:
On 1 sep 2020, seaspine was made aware that several patients were experiencing loss of reduction/correction and pain as a result of the disassociation of a malibu spinal system locking cap.